Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(4), batch: 7080229.

Event description:
It was reported that the patient experienced a lot of rib and abdominal pain directly after implant procedure. The physician suspected an epidural hematoma from the procedure and removed the devices immediately. The explanted devices were discarded per hospital protocol. Patient was doing well postoperatively.